Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the air-in-line detector, which was determined to be faulty. Additionally, the downstream occlusion seal was observed to be delaminated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The downstream occlusion seal and air detector were replaced and the device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not recognizing cassette. Device also alarmed air in line even though no visible air was in the tubing. There was no patient involvement.